Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding (during the medical examination)"), device breakage ("pieces of essure in the uterus"), infection ("infections") and haemorrhage ("hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), urticaria ("urticaria"), arthritis ("joint inflammation"), arthralgia ("strong pain in her hip") and back pain ("strong pain in her back"). The patient was treated with surgery (fallopian tubes were removed) and surgery (part of the uterus was also removed). Essure was removed. At the time of the report, the genital haemorrhage, device breakage, infection, haemorrhage, urticaria, arthritis, arthralgia and back pain outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, back pain, device breakage, genital haemorrhage, haemorrhage, infection and urticaria with essure. The reporter commented: in the medical report, it was informed that essure was removed due to medical judgment. Patient's husband commented that on (B)(6)(unspecified year) he recovered her wife. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: pieces of essure in the uterus the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2017 for the following meddra preferred term: genital hamorrhage - the analysis in the global safety database revealed 626 cases device breakage - the analysis in the global safety database revealed 1782 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Auto-narrative supplement. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2017 for the following meddra preferred term: genital hamorrhage - the analysis in the global safety database revealed 626 cases. Device breakage - the analysis in the global safety database revealed 1782 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.